Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing of noise with high rate non-sustained and sensing integrity counter (sic) episodes. The rv lead had high impedance with a confirmed fracture. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.